Event description:
When doctor demonstrated the action of the device for the pt, md thought that there was a noticeable pause between the firing of the stylet and cannula. Md fully charged and inserted the device through the introducer into the pt's breast. When the device was fired to capture a core biopsy sample, only the inner stylet fired, but not the cutting cannula. Upon attempting several times to reload just the inner stylet, some would not load, leaving the sample notch exposed and the inner stylet non-functional. The same results occurred when attempted with a second needle from the same case.